Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced prime/fill anomaly, failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1884l. The customer reported receiving a battery failed alarm. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thump. No prime/ fill anomaly noted during test. Verified in the pump history download the no delivery and insulin flow blocked were absent on record. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. No failed battery test in the history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Motor was tested outside of the device and passed. The motor had an intermittent failure not detected during analysis. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case on battery side, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, stained keypad overlay, pillowing keypad overlay. Pump passed functional testing and no failed battery test or no delivery/ insulin flow blocked. Cosmetic damage confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.